Event description:
A 1104 hmt micro ventricular bolt (icp) intracranial pressure was zeroed and inserted into the patients head for decompressive surgery following a head injury. The surgeon connected the pac1 but it was impossible to measure. Another 1104 hmt catheter was available for use. It was inserted and it functioned properly. The patient did not incur an injury as a result of this event or because of the 5 minute delay.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information